Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was dislodged. It was reported that the vizigo hemostatic valve became displaced and would not allow the dilator to be advanced into the sheath. The sheath was exchanged for another vizigo to continue the case successfully. No patient consequences were reported. The hemostatic valve dislodged and was in one piece. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient it was being prepped beforehand and this issue was noticed. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 18-may-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was dislodged. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Due to the conditions of the hemostatic valve, an internal action was opened. A device history record review was performed for the finished device 50000086 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)